Event description:
It is reported that the pt is experiencing implant loosening.

Manufacturer narrative:
Compatibility was verified with no issues noted. Operative notes indicate a trial reduction provided good stability with good extension. The cement was allowed to cure with the knee in full extension. Review of the operative notes does not indicate root cause. A three phase bone scan was performed and indicated femoral and tibial loosening radiographs were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of radiographs and/or product or further information. Device history records were reviewed and found to be conforming. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.